Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the inserter broke during insertion. The broken peice was retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: flexible metal shaft break. Probable root cause: design: - insufficient handle/carriage/shaft assembly design to support impaction loads. - insufficient raw materials selected. Process: - inadequate molding parameters application: - excessive force - mechanical stop not removed from inserter handle the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the inserter broke during insertion. The broken peice was retrieved and the procedure was completed successfully.